Event description:
The customer reported that the autopulse was used on a male pt weighing between (B)(6) during a cardiac arrest. The autopulse prompted low battery massages. The first battery ran for about 15 mins before the platform prompted "low batteries" message. The second battery ran about 7 mins before prompting "low batteries". The customer reverted to manual CPR. The pt was okay. No adverse effects were reported. The customer stated that the batteries are less than 1 year old (manufactured in the middle of 2012). The customer rotation schedule is set to rotate 4 batteries daily. The customer has multi-chemistry chargers as well. Additional info was received indicating that the kinds of batteries used in this case were nimh. When these batteries were received they charged up without any issues. When actively not using the batteries, 2 were stored in the autopulse and 2 were stored in the charger. It is unk what color leds were displayed on the batteries when they came out of the charger. The batteries were charged within 2 days before placing into active operation.

Manufacturer narrative:
The autopulse platform with serial number (B)(4) and the nimh batteries were received for investigation on (B)(6) 2013. Visual inspection was performed and no anomalies were found. The autopulse platform was ran with a manikin and a partially depleted test battery for 24 mins before getting a low battery warning. Battery with serial number (B)(4) failed the power test minimum of 130 watts and the other three (serial numbers (B)(4)) were barely above the 1300 watt minimum. All of the customer batteries were test cycled first before being tested. After one hour the batteries were tested again. All of the batteries were losing power too quickly. Based on the eval results, a definitive root cause for the reported complaint could not be determined. Note: autopulse nimh battery (s/n (B)(4)) reported under 3003793491-2013-00569. Autopulse nimh battery (s/n (B)(4)) reported under 3003793491-2013-00570. Autopulse nimh battery (s/n (B)(4)) reported under 3003793491-2013-00571. Autopulse nimh battery (s/n (B)(4)) reported under 3003793491-2013-00572.